Event description:
It was reported that the luer-lock connector of a large volume intermate fell off. This occurred before use. The device contained 7g fosfomycin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between july 3-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed the device's distal luer lock had separated from the tubing line. The reported condition was verified. However, due to the nature of the provided sample, no further testing could be performed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.